Manufacturer narrative:
The insulin pump was returned with the original battery 1.58 volts was in packaging outside of the insulin pump; test battery voltage 1.60 volts. The motor error alarm occurred after 0.2 unit bolus was programmed for the history download; unable to perform the self test, off no power alarm test, e21 error or a21 alarm test, occlusion test and excessive no delivery test due to constant motor error alarm. The insulin pump was unable to prime during the prime test; unable to determine root cause of the motor error alarm and the prime anomaly due to pump preservation. However, the insulin pump passed the displacement test, rewind and basic occlusion test. The idle current and run current were in specification. During our visual inspection found minor scratched display window, cracked case at the display window corner, broken battery tube threads, cracked reservoir tube lip and missing the end cap sticker. Infusion set test appendix: measurements: flow rate was 88.6 sccm pass. Visual inspections: 23 inches unknown model and lot number. No damage noted on the tubing however; unknown liquid in tubing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information from an attorney representing the family regarding the customer's passing, received on (B)(6) 2015, stated the following allegations: "the customer first received a paradigm insulin pump in or around (B)(6) 2009. While using the device on or about (B)(6) 2015, the customer suffered complications related to hyperglycemia, which, eventually, resulted in death. The customer's death was a result of extreme elevated blood glucose of 600 mg/dl, which was caused by under-delivery of insulin from the insulin pump, which the customer was using at that time."